Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported bent cannula or to determine wether it contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that his blood glucose reached 323 mg/dl and that the cannula was bent.